Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee arthroplasty procedure on (B)(6) 2019 and barbed suture was used. The suture detached from the needle during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis an empty opened labeled winding former and a dispensed needle-suture of product code sxpp1a301. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of strand and no defects or damaged were noted. A functional test was performed on the sample and the pull force met the requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.